Event description:
It was reported that the cut and coag stopped working in the middle of the case.

Manufacturer narrative:
At the time of this report, the product has not been received for further investigation. Upon receipt of the product, an investigation will be performed and a follow-up report will be submitted.